Manufacturer narrative:
The peritonitis occurred on an unspecified date "a week ago" (from the date of receipt). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to patient's poor resistance. It was reported that the patient was hospitalized for the event. Treatment for the event was unknown. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued during the hospitalization. No additional information could be provided as the reporter declined follow up.